Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error after delivery verification test, 5 unit test and high pressure test. Customer¿s blood glucose was 350mg/dl. Customer stated that insulin pump does not alarm on high and blood glucose was not going down after correction from insulin pump so customer had pen as well as stopped using insulin pump. Insulin pump will be returned for analysis.